Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with an unspecified mentor saline breast prosthesis on the right breast, suffered right breast implant deflation, post-procedure. The implant was reported to be leaking from the fill port. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2016. The replacement devices are the following: (right) 600cc mentor memorygel breast implant catalog: 3506001bc lot: 6731278 sn: (B)(4) and (left) 600cc mentor memorygel breast implant catalog: 3506001bc lot: 6796853 sn: (B)(4).